Event description:
It was reported that a patient underwent a vascular procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported to the sales rep that all of the suture in the box is brittle. There were no patient adverse event. Product is available for return. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). H6 type of investigation: b21 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: lot mismatch. Mismatch information: expected 8558h lot# tcbhar but instead we received (20) 8558h; lot# tcbhar and (4) lot# rlbahj. Product received under (B)(4). From: (B)(6). The (B)(4) has been created for the lot# rlbahj so that cg labs can ship it to the analysis site. Please confirm if the additional lot# rlbahj belongs to this complaint. All I was told was on the sticky note attached to the box that was shipped back. It said that they used "several" and all were "brittle". They said the whole box was bad and they wanted a replacement box. I put in the product complaint and shipped the whole box back to you for analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/31/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Twenty (20 representative unopened samples were received for analysis. Product code 8558h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damage was observed on the external packets. Following the sampling plan, a visual inspection was conducted on thirteen (13) samples. The packets were open, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.